Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery had to be performed after a polarcup dislocated intraprostatic during an attempted closed reduction. It was not reported how the procedure was completed, of there was any injury or delays.

Manufacturer narrative:
H3, h6: it was reported that a revision surgery had to be performed after a polarcup insert dislocated intraprosthetic during an attempted of closed reduction. The device intended for use in treatment was not returned for investigation nor was a batch number communicated. An appropriate investigation could therefore not be conducted and the reported failure mode could not independently be confirmed. Based on the limited information provided, a thorough medical assessment could not be performed. The instructions for use (lit. No. 12.23 ed 05/16) lists dislocation as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the limited information provided, the root cause of the reported issue cannot be determined and the need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint is considered closed. This complaint will be reopened should additional information or the device be received.